Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 200-300 mg/dl. Reportedly, customer went to the hospital ¿for a few hours¿ for dehydration on (B)(6) 2021. Customer declined to provide any additional information.